Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46510. There was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed during analysis. The customer reported complaint was verified. It was found that the printer wire assembly(pwa) board was defective. The pwa was replaced.